Event description:
During periodic maintenance, the manufacturer's international service technician encountered a display issue while repairing a poer switch overlay problem. There was no patient involvement.